Event description:
22 gauge IV catheter cannula which was inserted into saphenous vein on r foot broke during removal. Breakage of 3mm distal tip of cannula on an unsuccessful IV attempt, found tip of plastic catheter broken off and missing upon removal of IV. Pt needing further imaging, workup, exploration and surgical removal. 3 mm catheter tip seen on foot x-ray, highly unusual for it to break like this after using thousands of the same catheters.